Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge error messages on (B)(6) 2016 while attempting to load multiple new cartridges. The customers blood glucose level was reported to be 220 mg/dl on (B)(6) and there was no impact to customer's blood glucose level on (B)(6). It was indicated that the customer would continue to use the pump until the replacement arrives and has insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.